Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen responded; however, the keys were out of alignment. The probable cause was due to dry contamination on the bottom of the touchscreen caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond. No add'l info was provided.